Event description:
The patient experienced signs of withdrawal and went to the ER. Upon interrogation, it was discovered that the motor was stalled; no motor stall recovery was recorded in the logs. The pump was replaced. The patient recovered without sequela. The medications being delivered via the device system were clonidine and dilaudid.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.